Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received inaccurate fill estimate after loading a new cartridge. Reportedly, the cartridge was filled with 260-270 units of insulin, and the fill estimate was lower than what the customer expected to see. There was no impact to the customer's blood glucose level. Review of the pump data logs by tandem technical support confirmed the reported event. It was confirmed that the customer has manual injections available for alternate insulin therapy.